Manufacturer narrative:
The patient was asymptomatic; however, the hardware was removed as a proactive measure even though the surgeon did not believe this was a hardware failure. The parts were disposed of and replaced with products manufactured by another company. A general review of the manufacturing records was performed and there were no discrepancies found. Without the actual parts and additional information, no firm conclusions can be drawn as to the cause of the osteolytic reaction seen on x-ray.

Event description:
At the 6 week follow up x-ray, the surgeon noticed a osteolytic reaction at c5. Surgeon did not think this was a hardware failure and patient was asymptomatic. The patient was revised as a proactive measure.